Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that a shunt placement procedure on (B)(6) 2015, the surgeon placed the shunt, received positive csf flow indicating good placement, and then closed up. The next day ((B)(6) 2015) they did a post-op CT scan and found out that the shunt was deeper than the surgeon initially thought. They did a revision surgery and pulled back the shunt to where it should have been placed. There was no further impact to outcome of the patient.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.

Manufacturer narrative:
Software investigation completed. An archive of the patient exam and the tracer registration pattern were reviewed: the tracer registration pattern does not sufficiently trace bony anatomy (nose, eyebrows). Software is functioning as designed.